Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dirty filters, stuffy nose, nose bleed, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury.  The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of wear and tear on the outside of unit, brown and yellow coating of fibrous contaminate on all the surfaces, in all the surface cracks and crevasses including under both flip lids in the corners, and behind the ui panel knob, quarter sized thin layer of dark spot or coating contaminate on the outside rear panel, minor beige dust dirt contaminate in and around the filter inlet area and canal, brown and dark fiber contaminate in the sd card area, modem slot opening area, as well as around the outlet port and surrounding areas, thin layer dark coating contamination on the inside surfaces of the upper and lower enclosures, and also on the front and rear panel inside surfaces, brown and dark fiber contaminate in the ui panel channels and the rear panel channels, light amount of beige dust dirt contaminate on the pca, in the chimney of the blower box, on the top of the blower box housing, inner walls, on the top and bottom of the blower, and in the blower opening and a small amount of potential keratin. The manufacturer found no evidence of sound abatement foam degradation.  The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes that the multiple contaminates found were consistent with sound abatement foam degradation. The manufacturer confirmed there was no evidence of sound abatement foam degradation.